Event description:
It was reported by the company representative that the patient's settings were not decreased following generator replacement surgery. No further relevant information has been received to date.

Event description:
It was reported by the physician that the patient was hospitalized due to an increase in seizures. The physician indicated that the increase in seizures was due to a decrease in settings that occurred following the patient's recent generator replacement. The patient's medications were reportably changed, and later he was discharged from the hospital. No further relevant information has been received to date.